Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time six days ago. It was noted in the patient's contact information that he is on an insulin pump and tests at least 4x/day. It is not known if the patient made any changes to his diabetes management as a result of the alleged issue. Three days ago (time unknown), the patient reported that he became incoherent and went into a "diabetic coma." When he was tested on an emt meter, the patient stated his blood glucose was "40 mg/dl." The patient reported that he was treated by the hcp; however, he did not know the type of treatment he received. At the time of troubleshooting, the cca noted that the subject meter's batteries had been replaced per the recommendations in the owner's booklet. The alleged power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.